Event description:
It was reported the patient felt a burning sensation around the implantable neurostimulator (ins) site when she was in the water of the "(B)(6)" at her recreational center. The therapy helped the patient with her muscles. The burning sensation went away when she left the water. The patient was "perfectly fine" regarding therapy. As of (B)(6) 2013 the patient was still having concerns, and had a follow-up appointment with her health care professional on (B)(6) 2013. Additional information: the patient was being seen on (B)(6) 2013 for programming. The patient was getting great therapeutic benefit, and had "good results" with no loss of therapy. This issue seemed to be a random event. The issue may have been related to scar tissue. This event was part of a bilateral system. Reference MFR. Report # 3004209178-2013-12254.

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2012. Product type: implantable neurostimulator: product ID 3389s-40, lot# v878959, implanted: (B)(6) 2012. Product type: lead: product ID 3389s-40, lot# v838904, implanted: (B)(6) 2012. Product type: lead: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 37603, serial# (B)(4), implanted: (B)(6) 2012. Product type: implantable neurostimulator. (B)(4).